Event description:
Kimberly-clark received a complaint indicating that a surgeon while wearing the kc 400 gown during a surgery developed a hole in the gown. Patient is reported to have developed a post operative infection. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint data base as record (B) (4).

Manufacturer narrative:
A sample was not received for evaluation as it was discarded by the customer. A device history record could not be evaluated as no lot number was provided. No additional information was received at this time. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Gown was not returned to kimberly-clark.